Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device cracked and did not clamp another device was used but it also stopped firing. For the first firing for sigmoid colon resection due to tumor, the surgeon used the 1st instrument for the thick rectum. Although the jaws of proximal side could not clamp the tissue, the surgeon fired the device. A crack sound was heard ,then the surgeon stopped using the device. A second device and reload was used and they re-tried the resection, but the jaws could not clamp the tissue. They again replaced the device and reload of the same model, but different lot no. However the same occurred. The stapler was replaced with a different model and the surgeon started the firing, however the firing stopped halfway. The surgeon resected the rectum including the incomplete staple line with surgical knife and manually suture the tissue. There was no patient injury.